Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported problem was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No correction was required relating to the reported problem of "turns off when the door is pressed". During evaluation the device was found to not recognize an open door. The cause of this condition was determined to be a failed upper link switch. The upper aux was replaced to correct this condition.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported problem was unable to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No correction was required relating to the reported problem of "turns off when the door is pressed". During evaluation the device was found to not recognize an open door. The cause of this condition was determined to be a failed upper link switch. The upper aux was replaced to correct this condition.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.